Event description:
It was reported the tip of the sheath became distorted after an attempted entry into a left femoral vein. The tip peeled back, but didn't come off. The doctor took a sheath from another package and deployed the filter. There was no pt injury reported.

Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, the subassemblies, the mfg process and the quality control testing. This lot met all release criteria. The sample was not returned for evaluation as it was discarded by the user facility. Based on the information received, the results are inconclusive and the root cause of the event is unknown.